Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was in (B)(6) and the unit stopped and wouldn¿t charge. The patient needed reprogramming too. The patient had an appointment later on the day of the report. Additional information was received from a rep. The rep reported that the patient¿s controller was dead and she didn¿t have her recharger with her. The rep reported that the patient was unable to charge her controller 2 days ago and that her controller would not allow her to charge her ins. The rep reported that the patient had the controller plugged into the wall but all she was seeing was ¿please wait¿ with the circles going around and around. The rep reported that she had it plugged in for half a day and it was showing the same thing over and over again. The rep reported that now the controller was completely dead and so was the ins since she couldn¿t use the controller. The rep reported that the green light on the desktop charger wasn¿t lit up either. The patient later reported that the controller was stuck on the please wait screen. The patient reported that she took the battery out and put it back in and it showed both the controller and ins are low. It was reported that the patient's stimulation was reprogrammed and they were doing great. It was reported that the patient felt that the stimulation had moved on (B)(6) 2019. The patient stated that it felt like the sensation moves. The patient thought that a massage that they received caused the stimulation to move. No further complications are anticipated.